Manufacturer narrative:
The sureform 45 gray reload was received, but investigations are pending. The sureform 45 curved-tip stapler instrument was received and investigations completed. The instrument jaws opened and closed properly. The instrument clamped, fired, and unclamped successfully. The test staple line fired was observed to be smooth and consistent with no jagged edges or tearing. The stapler logs for this procedure were reviewed. The logs show sureform 45 curved-tip stapler instrument (part #480545-06, lot #k14251127-0105) was installed on the system 10 times and fired 10 sureform 45 reloads (1 green, 1 gray, 1 blue, 2 green, 5 blue, in that order). On installs 1, 3, 6, 7, 9, and 10, the first clamps were successful, and the firings were each completed with no pauses for compression. On install 2, the system failed to detect the reload color and the user manually selected the gray reload via the surgeon side console (ssc) touchpad. The first clamp was successful but was followed by a firing failure. The firing stopped. On install 4, the first clamp was incomplete. The next clamp was successful, and the firing was completed with no pauses for compression. On installs 5 and 8, the first clamps were successful, and the firings were each completed with 1 pause for compression. After install 10, the instrument was removed and not used in the procedure again. There were no stapler related errors in the system logs.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the sureform 45 curved-tip stapler instrument fired a sureform 45 gray reload on the pulmonary artery and staple line bleeding was observed. The surgeon said this occurred during either the first or second stapler reload fire of the procedure. A message was received stating that the tissue was too thick. The surgeon pressed the foot pedal to unclamp the stapler instrument from the tissue. The surgeon then applied clips and cut tissue with a harmonic ace instrument. No unplanned tissue was taken due to this event, but the patient lost 50ml of blood; no blood transfusions were administered. The procedure was completed as planned. The patient did not experience any post-operative complications.